Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Complaint was initially reported via e-mail and customer was contacted by telephone. Per the customer the trueplus pen needles leave bruises when used to administer her insulin. No medical attention associated with the use of the product was reported. Per the customer she is using compatible product and the pen needle is properly aligned. Per the customer she has been experiencing this issue for the past year but only reported today. Customer had discarded the last 2 boxes of pen needles and was unable to provide lot information.